Manufacturer narrative:
The customer reported that upon reviewing a patients data who has just recently passed away they determined that the incorrect time was noted on all of the information when viewed from the remote network station (rns). They also stated that they were able to physically view the event of when the patient passed away on this rns, despite it happening earlier in the day. The event did alarm on the bedside monitor (bsm) and the departments main central nurse's station (cns). The rns also alarmed, but due to it being on the incorrect time, the alarm was delayed. The customer confirmed that the patient death was anticipated and not due to the rns malfunction. The following fields contain no information (ni), as attempts to obtain information were made, but not provided: attempt #: on (B)(6) 2021 emailed customer via (B)(6) for all items under the no information section. An "unknown" reply was received. The following devices were used in conjunction with the rns, but did not experience a failure: bsm - model: ni, s/n: ni, approximate age of the device: ni, device manufacturer date: ni, unique identifier (UDI) #: ni. Cns - model: ni, s/n: ni, approximate age of the device: ni, device manufacturer date: ni, unique identifier (UDI) #: ni.

Event description:
The customer reported that upon reviewing a patients data who has just recently passed away they determined that the incorrect time was noted on all of the information when viewed from the remote network station (rns). They also stated that they were able to physically view the event of when the patient passed away on this rns, despite it happening earlier in the day. The event did alarm on the bedside monitor (bsm) and the departments main central nurse's station (cns). The rns also alarmed, but due to it being on the incorrect time, the alarm was delayed. The customer confirmed that the patient death was anticipated and not due to the rns malfunction.